Event description:
Caller reported that his daughter woke up in 12/2005 with high blood glucose (~400 mg/dl). The father checked the tubing of the infusion set and the outer tubing was broken away from the luer lock which he alleges is what caused his daughter's high blood glucose level.